Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator delivered several round of anti-tachycardia pacing (atp) and shocks due to what appeared to be a atrial driven rhythm. The patient was then in ventricular tachycardia and atp was unable to convert the rhythm, therefore shocks were appropriately delivered, but the rhythm accelerated. Therapy was noted to be exhausted. Technical services discussed possible programming options. This device remains in service. No additional adverse patient effects were reported.